Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device was immediately red hot when the extension cable was plugged into the device. This occurred prior to activating the toggle switch. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2013-01494 for the related report.

Manufacturer narrative:
The hemopro extension cable was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and hemopro tool; the device did not pass the pre-cautery test as the hemopro tool self-activated. A continuity test was performed on the device; the extension cable; one of the corner pins failed the continuity testing. The cable was opened to verify connections; the connector pin was broken inside of the molding. While we are unable to conclusively determine the root cause, this problem is consistent with wear and tear on the device from connecting and disconnecting the cable over time. As stated in the IFU, the extension cable is supplied non-sterile and must be sterilized prior to each use. The extension cable can withstand (B)(4) sterilization cycles on average before replacement may be required. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).